Event description:
During an endoscopy procedure, the physician used a cook echotip ultra fiducial needle. The needle was passed through the endoscope and upon trying to extend the needle into the lesion it would not come out, yet the handle extended all the way down. It was noticed that the handle was separated from the needle the device was removed and another was used to complete the procedure. Product was received for investigation on (B)(6) 2015 upon examination of the device, the needle was found to be broken approximately 160 cm from the distal end of the device a section of the device did not remain inside the patient's body the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation during our evaluation, it was noticed that the distal end of the needle is bent during a visual examination, it was noted that the device was returned with the needle extended from the distal end of the sheath. There is a bend in the needle approximately 9 crn from the distal end of the device. When manipulating the handle, the needle does not advance and retract as intended. The needle was confirmed to be broken. The needle was removed from the sheath by removing it from the distal end of the device. We can confirm that the needle is broken approximately 160 cm from the distal end of the device. The break of the needle was contained within the handle of the device. All four fiducials were in place. The very distal tip of the needle is ·intact and has no damage. The device handle was disassembled and the needle was separated from the handle cannula inside the handle the joint between the needle and the handle cannula were examined. It was determined that adhesive is present as intended on the needle where it is inserted into the handle cannula during assembly there was multiple bends along the length of the needle a product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released tor distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause the instructions for use state: "needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device." "Visually inspect with particular attention to kinks, bends and breaks if an abnormality is detected that would prohibit proper working condition, do not use " "device may not be used prior to training by manufacturer" "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place note. Bends or kinks m needle caused by improper introduction may result in the inability to deploy fiducials." "The needle tip can slowly be retracted and advance into another site to place additional fiducials as needed" the instructions for use state· "attach device to accessory channel port." The instructions for use also cautions the user that: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. It is possible that if the needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contribute to advancement and/or retraction difficulties kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity a review of the device history record confirmed that the lot involved met all manufacturing requirements prior to shipment corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.